Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the stable patient presented to the clinic for an exam and upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was noted to be depleted and it was noted that the patient had not had his device interrogated for 4 years. On (B)(6) 2018 the device was explanted. The patient was in stable condition during and post surgery.